Event description:
It was reported the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v584076, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a mini stroke six months after implant. An MRI was performed and ruined the device. The implant was then revised. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.